Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("her right essure coil was not identified /malposition of essure device: uterus/ the right essure coil was embedded in her uterus/benign myometrium with embedded essure micro-insert"), device expulsion ("her right essure coil was not identified /malposition of essure device: uterus/ the right essure coil was embedded in her uterus/benign myometrium with embedded essure micro-insert"), salpingitis ("benign right fallopian tube stump with chronic salpingitis"), autoimmune disorder ("autoimmune disorder: testing is ongoing,") and genital haemorrhage ("abnormal bleeding") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2012 and anxiety in 2012. Concurrent conditions included nausea, indigestion, decreased appetite, ovarian cyst, vaginal discharge, nickel sensitivity, fallopian tube obstruction and acute vaginitis. Concomitant products included lorazepam since 2012, pantoprazole since november 2017 and sertraline (zoloft) since 2012. On (B)(6) 2014, the patient had essure inserted. In january 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2015, the patient experienced dyspareunia ("dyspareunia"). In 2015, the patient experienced pelvic pain ("chronic pelvic pain/pain/ lower pelvic pain"). In 2016, the patient experienced migraine ("migraines") and headache ("migraines/headaches"). In november 2017, the patient experienced dyspepsia ("gastrointestinal or digestive system condition: dyspepsia"), nausea ("nausea"), abdominal pain upper ("epigastric pain"), constipation ("constipation") and anaemia ("other injury or complication: anemia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), fatigue ("fatigue"), procedural pain ("painful post-operative recovery"), vulvovaginal pain ("vaginal pain") and complication of device insertion ("insertion complication due to blockage of right fallopian tube"). The patient was treated with surgery (B)(6) 2017bilateral salpingectomy. Only the left essure coil, 23-feb-2018:total hysterectomy), surgery (B)(6) 2017-bilateral salpingectomy. Only the left essure coil, 23-feb-2018:total hysterectomy) and surgery (B)(6) 2017-bilateral salpingectomy. Only the left essure coil, 23-feb-2018:total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, salpingitis, autoimmune disorder, dysmenorrhoea, dyspareunia, dyspepsia, nausea, constipation, anaemia and complication of device insertion outcome was unknown, the genital haemorrhage, migraine, fatigue, procedural pain, abdominal pain upper, headache and vulvovaginal pain was resolving and the abdominal pain lower, vaginal haemorrhage, pelvic pain and menorrhagia had resolved. The reporter considered abdominal pain lower, abdominal pain upper, anaemia, autoimmune disorder, complication of device insertion, constipation, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, salpingitis, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date of essure insertion: (B)(6) 2014; (B)(6) 2015 (per pfs) (B)(6) 2014: a blockage of the right fallopian tube. The left side only was done during initial placement. Date(s) of removal: (B)(6) 2017-bilateral salpingectomy. Only the left essure coil was removed (per pfs) (B)(6) 2018-total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: her right essure coil was not identified (B)(6) 2016:CT abdomen and pelvis: impression: left essure device in place. An additional essure device noted within the fundal portion of the uterus, likely migrated or misplaced. (B)(6) 2018:ultrasound: bright irregularly shaped echo in the right fundal portion of the uterus within the myometrium near the anterior surface. (B)(6) 2018:pathology: diagnosis: uterus and cervix, resection: benign cervix with chronic cervicitis. Benign endometrium with secretory pattern and chronic endometritis. Benign myometrium with embedded essure micro-insert (in right anterior uterine fundus). Benign right fallopian tube stump with chronic salpingitis. Gross: surgical incision noted near the right cornua, revealing a metallic essure micro-insert protruding from the myometrium in the right anterior fundus, measures 4.7cm length and 3.8cm diameter. A short stump of right fallopian is attached to the uterus, the essure micro-insert is not identified in the fallopian tube lumen. (B)(6) 2014, (B)(6) 2015: hysterosalpingogram: unilateral occlusion (left tube occluded. For the first hsg, plaintiff was told the right side was not implanted. For the second hsg, plaintiff was told that there was spillage (per pfs) most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Medically confirmed case. New reporter added. Patients demographic added. Lab data updated. Patients concomitant disease and concomitant drugs added. Product indication updated. New events vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, dyspepsia, nausea, epigastric pain, constipation, migraines, anemia, autoimmune disorder added. Event device dislocation updated to embedded device. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("her right essure coil was not identified") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 2 years 11 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), migraine ("migraines"), fatigue ("fatigue"), abdominal pain lower ("severe cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (she underwent a bilateral salpingectomy and a diagnostic hysteroscopy to remove essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, migraine, fatigue, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain lower, device dislocation, fatigue, genital haemorrhage, migraine, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: her right essure coil was not identified. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.